Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: pt was receiving chemo, taxol infusion, alaris pump had been ringing out multiple times for air in line. Small bubbles had been noted in the tubing around the site of the sensor and inside the tubing that sits inside the alaris pump that is made of a different material. Multiple attempts had been made to clear the line and to troubleshoot the pump. Alaris pump was opened, and tubing had been removed from housings and flicked to get the bubbles unstuck from side walls of the IV tubing. The rubber tubing had come disconnected from the plastic portion of the IV tubing that is seated in the alaris pump. Tubing was manually clamped and held until another coworker was able to grab hemostats and clamp the tubing. Approximately 2-3 ml of chemo had been spilled on IV pole tray and floor. Chemo was cleaned up from spills and remainder of drug and tubing was returned to pharmacy. New tubing was placed and pt able to complete infusion without complications. Unknown lot number but tubing stocked in the area were lot #25125110.

Manufacturer narrative:
Additional information: h. Attached medwatch investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.